Event description:
This ICD was routinely returned from the field to be placed back into inventory. Upon in-house interrogation, it was discovered that the device would not interrogate. The device was still in the original sterile box and was sent to the manufacturer for analysis.

Event description:
This ICD was routinely returned from the field to be placed back into inventory. Upon in-house interrogation, it was discovered that the device would not interrogate. The device was still in the original sterile box and was sent to the manufacturer for analysis.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4).

Manufacturer narrative:
(B)(4) 2012.the analysis on this device is pending.